Manufacturer narrative:
The calibration and qc recovery were requested but not provided. The alarm trace had abnormal aspiration errors on the day of the event. This is an indicator of possible poor sample quality. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer readjusted levels on the rinse mechanism and replaced vacuum diaphragms. Calibration and qc are within specifications. This investigation is ongoing. (B)(4).

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results for two patients with a cobas 6000 c501 module. Patient 1 (sample c1019200425) the initial results were na 104 mmol/l, k 3.2 mmol/l, and cl 75 mmol/l. The repeat results were na 138 mmol/l, k 4.3 mmol/l, and cl 102 mmol/l. The second repeat results were na 137 mmol/l, k 4.2 mmol/l, and cl 99 mmol/l. Patient 2 (sample c1019200495) the initial results were na 117 mmol/l, k 4.5 mmol/l, and cl 85 mmol/l. The repeat results were na 135 mmol/l, k 5.1 mmol/l, and cl 101 mmol/l. The second repeat results were na 131 mmol/l, k 5.1 mmol/l, and cl 97 mmol/l. The questionable results were not reported outside of the laboratory. The customer performed the second repeat testing with the patient samples on an alternate line for confirmation, these results were considered correct. The electrode lot numbers and expiration dates were requested but not provided.